Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) while swimming in a pool due to electromagnetic interference. The crt-d remains in use. No further patient complications have been reported as a result of this event.